Manufacturer narrative:
The htn monitor have not been returned to the manufacturer. Should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The patient reported that his blood pressure monitor had a burnt smell where the batteries were located and on the inside of the monitor.